Event description:
A physician reported a pt who received her first treatment on 2/25/97 into the vermilion border and smoker's lines around the lip. On approx 3/31/97, the pt developed swelling, itching and pain at the treatment sites which resolved spontaneously. On 4/3/97, the symptoms recurred, and the physician prescribed topical ice and oral benadryl. The physician believed the pt had developed a hypersensitivity. On 4/7/97, the pt was feeling better and was reassured. No further medical or surgical intervention was prescribed.